Event description:
It was reported that the during the beginning of the procedure, once the unit was plugged to the console, the tip began to melt. It was further reported that the event happened twice.

Manufacturer narrative:
It was reported that a quantity of two units were implicated in the event. Please refer to medwatch report number 2648666-2012-00042. Additional information will be provided once the investigation has been completed.